Event description:
The patient reportedly experienced pain. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear device in the contralateral ear. Advance bionics in currently in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.